Event description:
The iab leaked. Blood was noted in the catheter. The dr had difficulty removing the iab from the pt. Event complications: none from the event-reported 10/17/96. Pt's current status: unk-rpt'd 10/17/96.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.